Manufacturer narrative:
E1:(B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a power alarm. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. In a good faith effort (gfe) response received on 16apr2026 from the authorized service provider (asp), it was clarified that the power management (pm) printed circuit board assembly (pcba) was damaged. This investigation is ongoing.

Manufacturer narrative:
In a good faith effort (gfe) response from the authorized service provider (asp) received on 21apr2026, the devices diagnostic report (drpt) was not provided. When asked which alarm sounded, it was stated to be asked but unknown (asku). The asp confirmed that service had been completed on the device but was unable to provide any information on parts that may have been replaced. The asp was able to confirm that the device had passed testing and was fully functional but did not provide what testing was passed. The device was returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.